Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported bleeding, and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no additional complaints have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. This IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with 1 month history of low flow alarms despite increase in heart failure (hf) medications. The patient¿s hemoglobin (hgb) drop of 7.6 gm since (B)(6) 2020 (hgb 15.9 g/dl on (B)(6) 2020, 8.3 g/dl on (B)(6) 2020). It was reported that the low flow alarms have increased in frequency in the past 2 days along with increasing dizziness. Cardiac morphology computerized tomography (CT) done (B)(6) 2020 without signs of obstruction. Echocardiogram done with slightly decrease ejection fraction (ef) from 20-25% ((B)(6) 2019) to 10-20% ((B)(6) 2020). Esophagogastroduodenoscopy (egd) and colonoscopy showed no active bleeding, found an ulcer in the proximal colon, also gastritis and duodenitis. Patient experienced dizziness and lightheadedness which were worse 1 week prior to admission. Hgb was 8.1 g/dl on (B)(6) 2020. The patient received 3 units red blood cells (rbc) with the last unit transfused on (B)(6) 2020. Patient remains hospitalized and holding aspirin. Patient started on heart transplant evaluation.